Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was noticed to have a frayed cable. The procedure was completed with no report of patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the customer provided the following response: "no, there were no fragments and in some cases the instrument was very hard to handle"